Event description:
Same case as MDR ID# 2134265-2014-08167. It was reported that a wire fracture occurred. An unspecified rotaburr was advanced over a 330cm rotawire¿. During the procedure, outside the patient, the wire broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).